Event description:
The consumer reported that 2 days after implanted, their back felt hard and they were having hot/cold flashes. The patient went to the hospital and was admitted for infection. A fever of 102-106 and increased heartbeat was reported. The patient felt nauseous and threw up. Antibiotics were reported to be used. No surgical intervention occurred. The outcome of the issue remains unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the cause of the infection was not determined. The patient had a follow up on (B)(6) 2016 to reassess if the infection had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.